Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the removal of the confidence introducer needle from the sclerotic bone, the handle broke off, which left the needle in-situ. The needle was removed by increasing the exposure of tissue. Fragments were generated and removed easily. There was a surgical delay of five (5) to ten (10) minutes. An x-ray was taken to confirm that no fragments were left in-situ. There was no reported consequence to the patient. The procedure was completed successfully. This report involves one (1) confidence spinal cement system introducer needle, diamond tip 11g x 6 inches. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history records/mre was unable to be performed since the lot number was unknown. Visual inspection: visual inspection performed at customer quality (cq) showed the distal tip broken into three pieces and is flattened. Additionally, the sharp pointed tip was not returned. No other issues were identified. A device failure was identified. Dimensional inspection: a dimensional inspection could not be performed as the distal tip was flattened preventing accurate measurement and was visually confirmed. Document/specification review: the following drawings were reviewed: confidence cement introducer 11g diamond needle assembly. Confidence, cement introducer 11g diamond stylet molded assembly. Confidence, cement introducer 11g diamond stylet bar. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown; a possible cause could be excessive force was used to tighten the screw mentioned in the complaint description. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.